Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received lower sensor scan results and experienced ¿tremble legs¿, ¿feeling sick¿, ¿cannot stand up¿, and ¿cannot talk¿. It was further reported that the customer was hospitalized for monitoring due to an underlying condition and received unspecified treatment. The customer stated they could not remember what occurred at hospital, and the customer cannot confirm if the medical event was due to the adc device issue. There was no report of death or permanent impairment associated with this event.